Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 29, 2025 - september 2, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed droplet of fluid near the device's blue winged luer cap. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address :(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked inside the yellow packaging. The issue was noticed during unpacking. The device was filled with 3950mg fluorouracil in sodium chloride having a total volume of 115ml. There was no patient involvement. No additional information is available.